Manufacturer narrative:
Customer had not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that during a change of a tracheostomized patient's clothes, the fifteen millimetre connector broke away from the tracheostomy tube. An emergent tracheostomy tube change was required. It is unknown how long the tube was in use prior to the event. No permanent adverse effects to patient were reported.